Event description:
Single account reported to dade behring that they observed a clinical s.aureus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel. Account obtained an oxacillin-resistant results on a secondary method (oxacillin screen agar) for the clinical isolate. The suspectible result was not reported for the patient; account confirms all results with secondary method. There was no report of adverse health consequences to the patient as a result of the false suspectible results being obtained.

Manufacturer narrative:
H 6: requested clnical isolate from user for evaluation, routine monitoring of complaint history and performance trends to ensure performance is within claims. Conclusions: overall oxacillin performance of dried pos panels is acceptable, requested clincial isolate has not yet been received by manufacturer for evaluation.